Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states "one of this lifts that had a clip break. This is the clip that holds the sling - he said they did not run into anything , it just broke during normal use."